Manufacturer narrative:
Analysis of the AED's log files showed the previous battery had depleted, however the review did not identify a cause for the depleted battery pack. Although requested, the AED has not been returned and the cause of the complaint is not known.

Event description:
A customer reported that upon inserting a new battery pack, their AED powered on and prompted a service code. They reported this did not occur during patient use.